Event description:
It was reported that the aiming arm broke in a case that occurred on (B)(6) 2023. The aiming arm for the tibial nail advanced system had two pieces that had broken off. No further information is available. This report involves one aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: jds. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that both hooks of the latch of aiming arm/ radiolucent were broken. The broken fragments were visible in the visual provided evidence. No other problems identified. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting from manufacturing issues not leading to complete bond between the carbon layers. Relevant actions have been taken to address the issue. A dimensional inspection for the aiming arm/ radiolucent was not performed due to post manufacturing damage. A manufacturing record evaluation cannot be performed due to lot number being unknown. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.